Event description:
The customer reported high background values on white blood cells (wbc), red blood cells (rbc) and platelets (plt) and a diluent fluid leak of approximately 1ml from between the pads of the blood sampling valve (bsv) on a coulter lh 750 hematology analyzer during startup. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/17/2015. The fse confirmed the leak between the pads of the bsv. The fse replaced the bsv, resolving the leak and failed startup (background values). While onsite, the fse adjusted the calibration factors for the new part replaced. (B)(4).